Event description:
Healthcare professional reported right side "pain and rupture'. The device has been explanted.

Manufacturer narrative:
Device evaluation: a visual and microscopic analysis was performed which identified; separated sharp broken on posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: missing shell assessed as inconclusive. A sharp pattern on posterior of broken assessed as an unidentified (tear) opening.

Manufacturer narrative:
Additional information was received and implant date was updated to partial date.

Event description:
Healthcare professional reported right side "pain and rupture'. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "pain and rupture'. The device has been explanted.